Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to fluid loss in the cylinders. It was noted that the patient was unable to pump the device. During the revision, it was found that there was no fluid in the system and crack in the left cylinder. The ipp was explanted and replaced. There were no patient complications reported.